Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check with message 'system volume too small'. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. The device¿s logs were not attached. According to the information provided by the technician, the nozzle units of air and o2 gas modules were defective and its replacement is necessary to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle units may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).